Event description:
A patient was admitted and diagnosed with uti, urinary tract infection. A vcug, voiding cystourethrogram, ordered. A 6 fr foley catheter was inserted by rn's with return of clear urine. Cystograffin instilled in radiology. Extravasation into abdomen was noted. The patient became unstable, and required transfer for surgical repair of defect. Per urologist there was a "pin sized hole repaired" consistant with size of nylon stylet in the foley. Stylet noted to easily come through holes below balloon if balloon bent as if touching bladder wall. Stylet end sharp to touch on another foley, same product.